Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2015 with a pocket that was swelling and red. The patient had developed an infection. The patient was then transferred to the hospital were their system was explanted.